Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital biomed cleaned and regreased the high voltage cable during the service call. The system was found to be working and put back into service.

Event description:
The customer reported the system displayed a saturation fault error code. This will result in a no boot; system lock, or shut down situation. There are no reports of patient injury or death associated with this event.